Event description:
The customer contact reported a disconnection. The post operative, pt was receiving an unspecified IV solution via a primary tubing set that was connected to the microclave port of an extension set. After an unspecified length of time in use, the option-lok male luer adapter of the primary tubing set disconnected from the microclave port of the extension set. The solution bag and primary tubing set were replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was recieved. Investigation is not completed.